Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00597206532 nexgen all poly petella standard cemented size 32mm dia 8.5mm lot# 63799397. 00596402014 nexgen articular surface size ab 14mm lot# 63600873. 00596403214 nexgen articular surface size ef 14mm lot# 63212025. 00576401552 nexgen femoral component for cemented use size e rt lot# 63740845. Unk bone cement lot# unk.

Event description:
It was reported that the patient was revised one month post implantation for knee pain and the tibial implant was found to be grossly loose w/no cement adhered to titanium surface. Tibial revised for loosening. All other implants except the patella were revised as a best practice. Patella was not revised. Note- there were 2 articular surfaces listed in the original notes. However, it is unknown which was used, so both are listed in h10.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed via provided photographs. Visual examination of the photograph identified an explanted tibial implant with no cement, bone, or additional material on the tibial stem. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.